Event description:
Customer reported he changed the battery on the insulin pump, a corner just feel off the side. Customer's blood glucose was 160 mg/dl. The battery compartment piece was missing was about 4 cm and has tape currently to hold it. Customer did not want to open battery compartment. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, broken battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked reservoir tube, cracked reservoir tube window, and stained end cap sticker.

Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.